Event description:
It was reported that: while ventilating a pt, the ventilator alarmed and posted a message, device failure, power off restart. The ventilator would then reboot continuously. The pt was ventilated with an alternate device and then transferred to another ventilator. No pt injury reported.